Event description:
It was reported that the patient presented in ventricular tachycardia (vt) with chest pain and palpitations. The right ventricular (rv) lead was exhibiting t-wave oversensing (twos), resulting in pacing inhibition. Lead sensitivity was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.